Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not returned to manufacturer.

Event description:
The patient presented with a thromboembolism in the right intracranial internal carotid artery. 33.0mg of tissue plasminogen activator was administered intravenously. One pass was made with the subject device. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the retriever damaged the vessel causing the bleed. No other information was provided. The patient passed away approximately one year after the procedure and the cause of death is unknown. No other information was provided.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient presented with a thromboembolism in the right intracranial internal carotid artery. A 33.0mg of tissue plasminogen activator was administered intravenously. One pass was made with the subject device. Post procedure, the patient was found to have an intracranial bleed of unknown origin. The physician stated that the retriever damaged the vessel causing the bleed. No other information was provided. The patient passed away approximately one year after the procedure and the cause of death is unknown. No other information was provided.